Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponive and pump does not work. It will turn on, but when the customer touches the screen there is no response. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined troubleshooting with tandem technical support and declined further information.the customer reverted to an alternate method in insulin therapy.